Manufacturer narrative:
(B)(4). The vyaire medical factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device confirmed the reported issue and isolated the issue to the led printed circuit board assembly (pcba) cable not being inserted correctly into the led ambient pcba. Factory service repaired the device and the device meets manufacturer's specifications.

Event description:
The customer reported that when the ventilator was powered up, the screen remained white and the back up alarm sounded. There was no patient involvement associated with this issue.